Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported failure to power on was an electrically leaky filter, designator fl9 from the analog pcb assembly.the customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons. After an evaluation of the device by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported device issue.